Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0876 inches. [Per freger, mark ¿ r&d engineer: as per the complaint below: ¿time frame of the event: 24 nov 04:45¿, I have analyzed pump delivery on november 24, 2025, through the event date (nov 28,2025). On nov 24, 2025, pump was in auto-mode (smartguard) and as per algorithm delivered auto-correction boluses (auto-bolus) until 11/24/2025 04:20:35 when the sg was 154 mg/dl. Then pump delivered auto-basal (microbolus) only. Pump generated the following expected alerts: - low sg plgm (fault 802), - low sg predictive annunciate (fault 805), - severe low sg alert (fault 827). On nov 25, 2025, the pump delivered only auto-basal and properly generated all alerts including threshold suspend alarm(fault 809) at 2:11 when pump was in the plgm mode. On nov 26, 2025, the user exited auto-mode at 9:11 and pump delivered basal patterns and properly generated all alerts. On nov 27, 2025, pump delivered basal patterns and properly generated all alerts until 11/27/2025 21:51:00 when pump generated sensor lost alert (fault 780) on nov 28, 2025, pump delivered basal patterns, and the sensor was re-paired at 10:55, reconnected and started warm-up at 11:03. The pump stopped delivery after predictive suspend annunciate alarm (fault 811) and following plgm suspended unresponsive alert (fault 812). Conclusion: I did not find pump unexpected behavior ¿ pump behaved as designed.] The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Delivery anomaly-possible over delivery not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button/up button/down button. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. There were no boluses listed on the event date 28-nov-2025 in the pump history file. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 28-nov-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 28-nov-2025 in the pump history file and found 1 lowbatteryalert (104) on 11/24/2025 04:12:00.000, 1 changebatteryfault (73) on 11/24/2025 13:43:00.000, 3 lost sensor alerts on 11/27/2025, 3 failedbatttest (58) alarms on 11/28/2025 and 1 battoutlimit (6) on 11/28/2025. Earliest power data available per the power management tool/detail trace file is on 11/30/2025 3:05:00 pm. There was no power data available for the dates of 11/24/2025 and 11/28/2025. Unable to check power data for low battery alert, replace battery alert/changebatteryfault (73), power loss alarm/battoutlimit (6) alarm and failed battery test alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.4 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Delivery anomaly-possible over delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported that the pump was over-delivering the insulin. The blood glucose value at the time of the event was 2.8 mmol/l. The customer was treated with hospitalization. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested and the customer response was that the device will be returned.